Manufacturer narrative:
As of today, the medical device is not available for analysis. Therefore, the device itself could not be investigated. The analysis is thus, based on the inspection of the manufacturing documents of the device. As well as, on the provided data. The quality documents accompanying: the manufacturing process for this device were re-investigated. All production steps were performed accordingly. And in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2024 recorded the abrupt increase of the shock impedance from 70 ohms to >200 ohms at the end of the recording period. Consistent with the clinical observation. The integrity of the lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that shock impedance was out of range. It was seen remotely. The clinic is attempting to contact the patient to turn therapies off. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2024. Upon receipt, the lead under complaint was found cut 11.5 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. At 7 cm proximal to the lead tip the insulation was found rubbed through and the conductor cable leading to the rv shock coil fractured. The fracture is assumed to be the root cause of the reported out of range shock impedance. The characteristics of these damages indicate unexpected, excessive wear on the lead. Thus, it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the manoeuvrability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labour involving the upper body are known contributing factors. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead was explanted on (B)(6) 2024. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between october 1, 2023 and march 28, 2024 recorded the abrupt increase of the shock impedance from 70 ohms to >200 ohms at the end of the recording period consistent with the clinical observation. The integrity of the lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.